Event description:
It was reported that a newly placed insulin cartridge leaked into the pump, resulting in no insulin delivery and subsequent hyperglycemia. Symptoms included feeling unwell with dry mouth and fatigue. Outcomes included high blood glucose readings above 400 mg/dl that persisted overnight without use of backup therapy and without medical intervention. Investigation included collection of event details and arrangement to assess the implicated cartridge and infusion sets. Investigation of this case revealed a cartridge leak associated with the cartridge component, with no infusion set issues observed by the user. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to a leaking cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.